Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse removed and cleaned the incubation ring and luminometer. The cse performed a total service maintenance. The cse ran quality controls (qc), resulting within range. The cause of the discordant, falsely high tni-ultra result obtained onone patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the laboratory has established a protocol to repeat any critical tni-ultra result > 0.15 on their advia centaur xp instrument. The sample was repeated in duplicate on an alternate advia centaur xp instrument, resulting lower. The sample was then rerun on the original advia centaur cp instrument following service, matching the advia centaur xp instrument results. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.